Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported when patient empty her bladder she still have liquid in her bladder like a lot of liquid / a cup inside the bladder. Caller stated patient saw their doctor and hcp determine ins have little battery life left. Caller would need representative to come check device. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp's stated that they have not seen the patient since (B)(6) 2017..